Event description:
It was reported that coagulation was noted in the tubing and chamber of an interlink y-type blood solution set during infusion of red blood cells. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.